Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, inadequate bone quality/quantity, mobility, apical bone lacuna. Loosening detected during intermediate inspection after 5 weeks.